Event description:
In 2009, the sales representative reported that during surgery the instrument was damaged. Additional information received via telephone on 16 feb 2009, the sales representative reported that during surgery the surgeon was using the pituitary rongeur when the cutting jaw broke into the wound. The surgeon retrieved the pieces from the wound and used another rongeur from the kit to finish the case as intended. There was no reported surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.